Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the day after implant, that this right ventricular (rv) lead exhibited high thresholds 7.5v@2ms, loss of capture and dislodgement. The patient reported feeling dizzy, and pulse rate dropped to 45bpm. Subsequently, surgical intervention was performed and the rv lead was repositioned. All measurements are within normal range, and the patient was discharged home with normal follow up appointments. Besides surgical intervention, no adverse patient effects were reported. The rv lead remains implanted.